Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced elevated blood glucose values, peaking at 256 mg/dl, following ingestion of a snack bar while using the ilet system; troubleshooting and education were completed with the contact. Symptoms included hyperglycemia without acute clinical effects. Outcomes included no use of backup therapy, no ketone testing, and no professional medical intervention. Investigation included case review and user interview. Investigation of this case revealed no device malfunction or component failure and suggested user-related or physiological factors as potential contributors. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.